Event description:
Physician treated l2, l3, l4 and abandoned l5 treatment. L2, l3, and l4 were all completed successfully with no issues. Upon attempting to access the right pedicle, the physician was unable to dock the introducer cannula assembly on the patient's pedicle. The physician continued 'stabbing' to attempt to dock on the pedicle. At that point he was unable to and he decided to abandon treatment on l5. During access, it was discussed that the physician felt that the anatomy and the pedicle was unusual. The bone was not hard, physician felt that it was 'mushy'. In addition, the physician was using the oblique technique to access l5 and at times the physician would get too extrapedicular. Patient didn't experience any excessive bleeding during the procedure and patient was stable following procedure. A few hours post-procedure, the patient was kept at the facility for observation through the night due to abdominal pain and a drop in blood pressure. The patient coded (bp bottomed out) and the patient was sent to the ICU. Patient was discharged and went home on (B)(6) . No further treatment was required. Patient's back pain has resolved.